Event description:
It was reported that the device failed to rescue the patient twice during defibrillation threshold testing (dft) and an external defibrillation was needed. Wireless telemetry was lost when attempting to interrogate the device. A second attempt to interrogate revealed that wireless telemetry was no longer available and a power on reset (por) had occurred, losing all of the dft data. The patient returned to the operating room about a month later for device testing and the wireless telemetry was still not available. The device was explanted and replaced. No further patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and there was a por (power on reset) with no firmware error message/code. Performance data collected from the device was analyzed and revealed that there were 2- por's for firmware initiated pors with no reason code, on (B)(6) 2011 at 17:21:42 and 17:21:51. There was 1 - patient alert for device circuit error on (B)(6) 2011 17:21:51.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis revealed that no anomalies were found. There was a random access memory (ram) chip memory error. Performance data collected from the device was analyzed and revealed that there were 2- por's for firmware initiated pors with no reason code, on (B)(6) 2011 at 17:21:42 and 17:21:51. There was 1 - patient alert for device circuit error on (B)(6) 2011 17:21:51.

Manufacturer narrative:
Product event summary: analysis of the perimeter of the stacked chip scale package (scsp) component was performed. Analysis found the device to be functional with no electrical failures identified. No anomalies were observed during inspection of the perimeter of the scsp after removing all of the surrounding components.